Event description:
It was reported that the device was used during a vats wedge resection. The device would not open after being fired. Or staff tried to disassemble the device to remove, but this did not work. The device was cut off of the tissue. Case was converted to open procedure.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.